Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not moving. Additional information was received from the field service engineer confirming that the system was shutting down without command of the operator. No patient serious injury or death was reported related to this event.